Event description:
The implantable neurostimulator suddenly turned off 3 times in the course of a week. The patient had lost the reference book given to her at implant. The pt was seen by a field rep. The cause of the device shut-offs was not known. The pt was re-educated on how to use the pt programmer. The pt may have turned the device off and forgot to turn it back on. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
This report is being submitted late, due to a delay by a MFR employee. A process improvement plan and training are in place.